Manufacturer narrative:
Product complaint (B)(4). Date sent: 1/12/2026. D4 batch #: unknown. Additional information was requested and the following was obtained: 1. Were the jaws not able to be opened or closed (sticking)? Unk. 2. Were the jaws not aligned? Unk. 3. Did device jam (not fire a clip)? Unk. 4. Did device drop or eject clips? Unk. 5. When clips were deployed, were there any malformed clips? Unk. 6. When clips were deployed, were there any scissored clips? Unk. 7. Did the clip not hold on the vessel or tissue once placed? Yes ¿ clip sliced through vessel. 8. Were there any patient consequences? No patient harm. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation is pending for the finished device lot number. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was hemoclip issue, it was deployed while trying to control the actual vessel. No patient consequence has been reported.